Manufacturer narrative:
Date of event: date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip movement, leaflet damage and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. On a later date the patient returned with the mr increased to 4. A second procedure was performed on (B)(6) 2020 where it was noted the originally implanted clip was tilted towards the anterior and one of the clip arms had ruptured to the posterior leaflet. Two additional clips were implanted to stabilize the first clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported migration could not be determined in this complaint. The reported recurrent mr and tissue damage were likely an outcome of the reported migration/procedural circumstances. The reported patient effects of tissue damage and mr as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.